Event description:
It was reported that a male pt was in the medical intensive care unit (micu) for treatment with indications for cardiac dysfunction had this event occurred. The indwelling catheter began alarming after 4 hours of usage. The balloon was found to be leaking and blood was detected in the line. The catheter was removed successfully and it was not replaced because the pt was in really bad condition already. There was no report of pt injury, pt complications or delay in therapy. Medical/surgical intervention was not required. The pt outcome is death. It has been noted that the device did not cause or contribute to the pt's death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.